Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 month, 25 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that the patient had a complaint of shortness of breath and decreased diuretic response. The patient was evaluated by gastroenterologist on (B)(6) 2018 due to presenting symptoms of nausea, abdominal pain, and diarrhea with blood in stool. At the time of event, the patient was taking aspirin and warfarin. The patient hematocrit and hemoglobin level remained stabled and gi bleed symptoms improved with no further reported blood in stool. The bleeding was resolved on (B)(6)2018.